Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report an inaccuracy in cgm readings during an extreme low. Patient reported his cgm was reading around 136 mg/dl when he became dazed and confused. His friends tried treating him and giving him juice. Paramedics were called, and patient's fingerstick value was 36 mg/dl when they arrived. Paramedics administered IV, and patient recovered. Patient was fine at the time of his call to dexcom technical support.

Manufacturer narrative:
Dexcom evaluated the patient's receiver data and concluded that his cgm readings never fell below 80 mg/dl. Review of the data also revealed the patient failed to calibrate every 12 hours. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.